Event description:
The customer reported that his blood glucose was 559 mg/dl. There was a threshold suspend in the alarm history. The customer's sensor read 59 mg/dl. Troubleshooting was performed for the high blood glucose. The drive support cap appeared normal. Air bubbles were found in the tubing of the infusion set. The air bubbles were said to be one eighth or one sixteenth of a inch in size. The customer stated the insulin pump was not rewound with the reservoir in place. He was advised to perform a 5 unit fixed prime until air bubbles were no longer visible. The customer stated the tubing could have been bent or squished. He then stated they may not have been air bubbles. The bolus history was stated not be missing any information. The high pressure test was performed and was passed. The customer was advised the insulin pump was working as designed. Upon removal of the customer's infusion set, the cannula was not occluded or bent and the site was neither sore nor irritated. He was advised to change the set, reservoir and insulin. The reservoir was reportedly showing the same amount of insulin was shown on the status screen. The insulin pump had been in the same room as an x-ray. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.